Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 207 mg/dl and sensor glucose reading was 276 mg/dl. Customer stated that he was awoken by false low alarms after performing an insertion. Customer was advised that medtronic generally does not recommend that an insertion be performed at night, unless that is his normal schedule, since they cannot be monitored until morning. It was explained that the threshold suspend feature will still be activated in case his blood glucose level was to fall below the setting in the pump. Then, it would still disable the delivery of insulin. No additional information provided.